Event description:
It was reported that 20 of the bd insyte¿ autoguard¿ shielded IV catheter needle retraction were slow and difficult to activate. The following information was provided by the initial reporter: needle retraction slow; needle did not retract at all.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that 20 of the bd insyte¿ autoguard¿ shielded IV catheter needle retraction were slow and difficult to activate. The following information was provided by the initial reporter: needle retraction slow. Needle did not retract at all.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.